Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) has had the rate sensing portion capped, and the shocking portion remains active, because of oversensing. A new rate sensing lead (0014) was implanted.